Event description:
The customer reported that she was experiencing low blood glucose, since she was released from the hospital after a kidney infection. The customer stated that she was on several medications from kidney complications and that she was having to eat constantly to keep her blood glucose up. Her blood glucose was 42 mg/dl, which she treated with food and juice. Troubleshooting was performed. The drive support cap appeared normal. The dome label had fallen off from the insulin pump. The customer stated her most recent set change was on (B)(6) 2014. Her priming technique and insulin pump programming were found to be correct. The customer was using rapid acting insulin. The reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump was not exposed to any strong magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.